Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colon resection. According to the reporter: in the middle of lap partial resection of the colon, the initial firing the stapler stopped and could not complete the firing. By pulling the black return knob, the device was released from tissue with no damage. Using a new one the failure part was recovered and the case was completed with no problem. No patient harm. The patient current status is reported as fine. Operating time was not extended. Additional tissue resection was necessary. No tissue damage. Nothing fell into the cavity. No bleeding. No information on lot number is available. Confirmed that the clinical sample is being returned for investigations. No patient information is available. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).